Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. The device operated within electrical specification with an external supply attached to the hybrid. Based on the available information, the device exceeded 100% of the predicted longevity at the time of the field observation. During analysis a "back up" reset was performed without leads attached. The most probably cause of the observation was due to the device being normally depleted beyond the normal end of life.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this device was found in back-up mode. Attempts were made to perform back-up reset four times unsuccessfully. Upon interrogation, the device was still in back-up. The device was on the relay safety alert. A changeout was scheduled.